Event description:
It was reported that a spectrum pump wireless battery module had a printed circuit board which was "fried." It was also reported that there was no patient involvement.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. Evaluation confirmed the reported symptom of printed circuit board "fried." Evaluation found corrosion on the wireless module flex and the radio printed circuit board as a result of fluid intrusion. The wireless battery module was retired from service.